Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is giving an error shock equipment malfunction. There was no patient involvement. Based on the available details, it was determined the device was giving an error shock equipment malfunction. The device was determined to be out of support so no evaluation or repair was completed. Based on the information available, the root cause of the reported problem could not be confirmed because no repairs were performed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised the device was out of support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.